Event description:
A malfunction was reported by the caller regarding the insulin pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer reverted to manual injections for insulin therapy.